Event description:
A malfunction alarm was reported by the customer with malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the issue did not recur after the reset. The customer was informed that they could continue using the pump and was advised to call back if the problem reappeared. The customer acknowledged and understood the instructions.